Manufacturer narrative:
A united states customer contacted a siemens customer care center. The customer identified and confirmed that the calibrator levels 5 and 6 for the emit amikacin assay were mislabeled by the customer and was used to calibrate the assay. After obtaining the discordant results, the operator subsequently properly labelled the calibrators and prepared new calibration to obtain acceptable calibration. Mislabeling of calibrators was a use error. The reagent and instrument are performing according to specifications. No further evaluation of these devices is required.

Event description:
A patient sample was initially processed for amikacin on an atellica ch 930 analyzer using the emit amikacin assay, and the sample recovered 50 ug/ml. The initial result was considered discordant and was reported to the physician(s). The sample was manually diluted using the level 0 calibrator and repeated twice on the same instrument and the sample recovered lower. The repeat results were not reported to the physician. The customer indicated that they sent a recommendation to recollect the sample as the affected sample was not sufficient for retesting. The correct result for this patient is unknown and the customer does not recall whether the patient was redrawn. There are no known reports of patient intervention or adverse health consequences due to the discordant amikacin result(s).